Manufacturer narrative:
The investigation concludes that discordant negative results were obtained from a single biorad virotrol reactive quality control fluid using a single vitros ahcv lot 9090 reagent pack (pack 1138) on a vitros eciq immunodiagnostic system. The assignable cause for the event is the vitros ahcv lot 9090 reagent packs in use. Multiple vitros ahcv lot 9090 reagent packs in use at multiple sites are producing lower than expected results. The assignable cause affecting the lot 9090 reagent packs is unknown. The investigation is ongoing. There was no indication the vitros instruments contributed to the event. (B)(4).

Event description:
A customer observed multiple discordant negative anti-hcv results obtained from a single non-vitros biorad virotrol reactive control sample using a single vitros ahcv lot 9090 reagent pack (pack 1138) on a vitros eciq immunodiagnostic system. Pack 1138: 0.826, 0.777, 0.755, 0.770, 0.745, 0.756 s/c vs. The expected result of >/ = 1.00 s/c. There was no report of affected patient samples, however; the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There were no allegations of harm as a result of this event. (B)(4).